Event description:
During the placement of an oblique lumbar inter body implant a trial inserter for the implant broke off in the trial implant. The trial implant was not inserted into the disk space at the time. The trial implant was removed with the broken tip of the inserter still in the trial implant. No harm or obvious injury to the patient occurred during this past of the procedure.